Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the perm implant procedure during the placement of the 1st lead patient experienced wet tape, as a result, the physician performed blood patch to address the issue. Patient did not report any symptoms post procedure.